Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor unable to verify no delivery alarm due to prime anomaly. Pump received with cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window. No crack on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received no delivery alarm which was resolved with a reservoir change. It was reported that customer had blood glucose of 30.0 mmol/l in the past. High blood glucose was treated with insulin pump. Customer also reported that insulin pump was damaged.

Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct date has been provided in this report.